Event description:
Reporter alleged discrepant blood glucose results of 24 mg/dl and 149 mg/dl when testing was performed within 2 minutes on the compact system. Reporter stated customer had no symptoms and took normal dose of amaryl after test. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products: zocor - 40mg daily; inderalla - 160mg daily.